Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufactuere was contacted in reference to a ds2adv auto CPAP device. The user alleges they have visualized smoke, the device not turning on, and the device emits an electrical smoke odor. There was no evidence of flames, melting, warping or voids/gaps in the enclosure. There are no allegations of patient harm or serious injury. No clinical information or medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.